Manufacturer narrative:
No critical pump error alarms noted during testing. No unexpected pump error 24 alarms, failed battery test alarms, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error and other insulin pump errors. The patient¿s blood glucose level was unknown at the time of the incident. Customer reports they received a critical pump error image on the pump screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.